Event description:
It was initially reported that the device would not enter the paddles ECG mode. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device would intermittently dump the defibrillation charge when the therapy cable was moved from side to side.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed therapy connector assembly and determined the cause of the failure was due to a damaged low voltage pin 1. The pin was no longer making good contact.